Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR number: 1627487-2017-02532, 1627487-2017-02533 and 1627487-2017-02534. It was reported the patient had a fall and experienced ineffective stimulation. As a result, the patient's right occipital lead was repositioned on (B)(6) 2017. The issue was resolved. The patient had a scs system for off-label use. All leads are being reported because it is unknown which one is the right occipital lead.

Event description:
Device 1 of 4. Reference MFR number: 1627487-2017-02532, 1627487-2017-02533 and 1627487-2017-02534. Follow-up revealed it was one of the 3166 model leads which contributed to the issue.